Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was unknown. Customer also stated that the insulin pump had no delivery alarm during a bolus delivery. It was also stated that the top of reservoir compartment was damaged and it was able to lock in place. Customer was able to resolve unexplained no delivery alarm. The insulin pump will be returned for analysis.